Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a p-wave amplitude measurement issue. It was noted on (B)(6) 2016, the daily trend of p-wave amplitude dropped to 0.5 mv from a range of 3.5-3.75 mv. The weekly p-wave amplitudes have been varying since (B)(6) 2014.

Event description:
It was reported that a high sensing integrity counter (sic) was observed and it was noted the right atrial (ra) lead exhibited a decrease in p-wave measurements with far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated high sic and noise on both channels was observed in the atrial fibrillation (af) events. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.